Event description:
It was reported that the pt had no more benefit from the vibrant soundbridge due to medical issues putting the pt out of indication criteria. It was stated by the pt's doctor that the implant was working properly. The vibrant soundbridge was explanted and the pt was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.